Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color as the sheath was withdrawn, nor after the device was completely removed. Outside the body it was discovered that the distal guidewire loop had not deployed. Manual compression was then applied to achieve hemostasis. No significant adverse effects occurred, and no patient injury was reported. The device was used to seal the puncture site after routine angiography. A 5f non cordis sheath was used. The procedure was performed using a retrograde approach. The physician had achieved certification for the use of the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The femoral artery's suitability was verified by angiography, including confirmation of the vascular sheath introducer's insertion angle between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm. No calcium or plaque was visible at the puncture site, and there was no stent or stenosis greater than 50% near the puncture location. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was performed according to protocol and blood flow from the return port had stopped. The indicator wire cowling successfully locked against the handle assembly with an audible click. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufactured position, and the indicator wire was found fully deployed. A 5f non cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The indicator wire deployment simulation could not be performed, as the indicator wire was already fully deployed. However, a deployment simulation evaluation was performed and during this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18359887 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator wire deployment difficulty unable" was not observed in the returned device as the indicator wire was returned deployed and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine which factors may have contributed to the reported indicator wire loop not being deployed, especially since the indicator wire of the returned device was received in the deployed state. In addition, the reported indicator wire cowling successfully locked against the handle assembly, and an audible click was heard. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the product analysis, device history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color as the sheath was withdrawn, nor after the device was completely removed. Outside the body it was discovered that the distal guidewire loop had not deployed. Manual compression was then applied to achieve hemostasis. No significant adverse effects occurred, and no patient injury was reported. The device was used to seal the puncture site after routine angiography. A 5f non cordis sheath was used. The procedure was performed according to protocol and blood flow from the return port had stopped. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color as the sheath was withdrawn, nor after the device was completely removed. Outside the body it was discovered that the distal guidewire loop had not deployed. Manual compression was then applied to achieve hemostasis. No significant adverse effects occurred, and no patient injury was reported. The device was used to seal the puncture site after routine angiography. A 5f non cordis sheath was used. The procedure was performed using a retrograde approach. The physician had achieved certification for the use of the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The femoral artery's suitability was verified by angiography, including confirmation of the vascular sheath introducer's insertion angle between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm. No calcium or plaque was visible at the puncture site, and there was no stent or stenosis greater than 50% near the puncture location. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was performed according to protocol and blood flow from the return port had stopped. The indicator wire cowling successfully locked against the handle assembly with an audible click. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18359887 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire deployment difficulty unable¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color as the sheath was withdrawn, nor after the device was completely removed. Outside the body it was discovered that the distal guidewire loop had not deployed. Manual compression was then applied to achieve hemostasis. No significant adverse effects occurred, and no patient injury was reported. The device was used to seal the puncture site after routine angiography. A 5f non cordis sheath was used. The procedure was performed using a retrograde approach. The physician had achieved certification for the use of the exoseal vcd. There were no visible signs of device or packaging damage prior to use. The femoral artery's suitability was verified by angiography, including confirmation of the vascular sheath introducer's insertion angle between 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5mm. No calcium or plaque was visible at the puncture site, and there was no stent or stenosis greater than 50% near the puncture location. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The procedure was performed according to protocol and blood flow from the return port had stopped. The indicator wire cowling successfully locked against the handle assembly with an audible click. The device was not returned for evaluation as initially was reported.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color as the sheath was withdrawn, nor after the device was completely removed. Outside the body it was discovered that the distal guidewire loop had not deployed. Manual compression was then applied to achieve hemostasis. No significant adverse effects occurred, and no patient injury was reported. The device was used to seal the puncture site after routine angiography. A 5f non cordis sheath was used. The procedure was performed according to protocol and blood flow from the return port had stopped. Additional information was requested but not provided. The device was not returned for evaluation as initially was reported. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18359887 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire deployment difficulty unable¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, handling factors seem to have been a contributing factor since it was mentioned that the pin-and-pull section was accidentally touched. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color as the sheath was withdrawn, nor after the device was completely removed. Outside the body it was discovered that the distal guidewire loop had not deployed. Manual compression was then applied to achieve hemostasis. No significant adverse effects occurred, and no patient injury was reported. The device was used to seal the puncture site after routine angiography. A 5f non cordis sheath was used. The procedure was performed according to protocol and blood flow from the return port had stopped. Additional information was requested but not provided. The device was not returned for evaluation as initially was reported. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18359887 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire deployment difficulty unable¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. However, handling factors seem to have been a contributing factor since it was mentioned that the pin-and-pull section was accidentally touched. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.